Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unable to locate the device/ micro-insert on right appears somewhat medial in location in relation to the cornua') in an adult female patient who had essure (batch no. 758630, 50512939) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included body mass index normal. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced genital haemorrhage ("excessive abnormal bleeding/ abnormal bleeding (general)"), pelvic pain ("chronic pelvic pain/ pain"), dysmenorrhoea ("painful periods/ dysmenorrhea (cramping)"), skin irritation ("skin irritation") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced device dislocation (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain / loss specify which one:weight gain,") and experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced back pain ("back pain"), abdominal distension ("bloating,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia") and urinary tract infection ("uti(prescription for uti)"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, back pain, dysmenorrhoea, abdominal distension, weight increased, vaginal haemorrhage, heavy menstrual bleeding, skin irritation, migraine, headache, nausea, dyspareunia, vaginal discharge, fatigue and urinary tract infection outcome was unknown. The reporter considered abdominal distension, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, migraine, nausea, pelvic pain, skin irritation, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: physician has recommended removal of the device. Her surgery has not yet been scheduled. Discrepancy noted in essure insertion date(2008). Current weight 230 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (left tube occluded)other devise has migrated; unable to locate it. Lot number:758630 manufacture date:2010-07 expiration date:2013-07. Lot number:50512939 manufacture date:2010-06 expiration date:2013-06. Most recent follow-up information incorporated above includes: on 22-apr-2021: mr received- new reporter added. Case became medically confirmed. Event genital haemorrhage seriousness criteria updated as non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unable to locate the device/ micro-insert on right appears somewhat medial in location in relation to the cornua') in an adult female patient who had essure (batch no: 758630, 50512939) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included body mass index normal. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced genital haemorrhage ("excessive abnormal bleeding/ abnormal bleeding (general)"), pelvic pain ("chronic pelvic pain/ pain"), dysmenorrhoea ("painful periods/ dysmenorrhea (cramping)"), skin irritation ("skin irritation") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced device dislocation (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient was found to have weight increased ("weight gain / loss specify which one:weight gain,") and experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced back pain ("back pain"), abdominal distension ("bloating,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia") and urinary tract infection ("uti (prescription for uti)"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, back pain, dysmenorrhoea, abdominal distension, weight increased, vaginal haemorrhage, heavy menstrual bleeding, skin irritation, migraine, headache, nausea, dyspareunia, vaginal discharge, fatigue and urinary tract infection outcome was unknown. The reporter considered abdominal distension, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, migraine, nausea, pelvic pain, skin irritation, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: physician has recommended removal of the device. Her surgery has not yet been scheduled. Discrepancy noted in essure insertion date(2008). Current weight 230 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Hysterosalpingogram: on (B)(6) 2011: unilateral occlusion (left tube occluded)other devise has migrated; unable to locate it. Lot number: 758630, manufacturing date: 2010-07, expiration date: 2013-07. Lot number: 50512939, manufacturing date: 2010-06, expiration date: 2013-06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: unable to locate the device") and genital haemorrhage ("excessive abnormal bleeding/ abnormal bleeding (general)") in an adult female patient who had essure (batch no. 758630, 50512939) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included body mass index normal. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain/ pain"), dysmenorrhoea ("painful periods/ dysmenorrhea (cramping)"), skin irritation ("skin irritation") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced device dislocation (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain / loss specify which one:weight gain,") and experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced back pain ("back pain"), abdominal distension ("bloating,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and urinary tract infection ("uti(prescription for uti)"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, back pain, dysmenorrhoea, abdominal distension, weight increased, vaginal haemorrhage, menorrhagia, skin irritation, migraine, headache, nausea, dyspareunia, vaginal discharge, fatigue and urinary tract infection outcome was unknown. The reporter considered abdominal distension, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, skin irritation, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: physician has recommended removal of the device. Her surgery has not yet been scheduled. Discrepancy noted in essure insertion date (2008). Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (left tube occluded) other devise has migrated; unable to locate it. Most recent follow-up information incorporated above includes: on 20-feb-2019: pfs received. Reporter's information and lot number was added. Events added: abnormal bleeding (vaginal, menorrhagia), skin irritation, migraines, headaches, migration of essure device location of device: unable to locate the device, nausea, dyspareunia (painful sexual intercourse), fatigue, vaginal discharge, uti. Medical history and lab data was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: unable to locate the device") and genital haemorrhage ("excessive abnormal bleeding/ abnormal bleeding (general)") in an adult female patient who had essure (batch no. 758630, 50512939) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included body mass index normal. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain/ pain"), dysmenorrhoea ("painful periods/ dysmenorrhea (cramping)"), skin irritation ("skin irritation") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced device dislocation (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain / loss specify which one:weight gain,") and experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced back pain ("back pain"), abdominal distension ("bloating,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and urinary tract infection ("uti(prescription for uti)"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, back pain, dysmenorrhoea, abdominal distension, weight increased, vaginal haemorrhage, menorrhagia, skin irritation, migraine, headache, nausea, dyspareunia, vaginal discharge, fatigue and urinary tract infection outcome was unknown. The reporter considered abdominal distension, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, skin irritation, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: physician has recommended removal of the device. Her surgery has not yet been scheduled. Discrepancy noted in essure insertion date(2008). Current weight 230 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (left tube occluded)other devise has migrated; unable to locate it.. Lot number:758630 manufacture date:2010-07 expiration date:2013-07. Lot number:50512939 manufacture date:2010-06 expiration date:2013-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.